Event description:
It was reported that during an unk procedure, the surgical vascular clip should have been properly aligned; however, it was incompletely applied due to misalignment of the clip tip. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # a9877e investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned mcs20 device revealed no visible damage in the external component. The opened packaging was returned with the device. To reproduce the reported incident, the device underwent functional testing: during cycling it fed and formed four (4) conforming clips, then three (3) malformed clips, and subsequently ejected three (3) clips. The device was then disassembled to evaluate the condition of internal components; upon inspection no anomalies were identified. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch a9877e number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Did the same issue occur on both devices? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.